Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4) the device was not returned to bwi.

Event description:
It was reported during a pulmonary vein isolation procedure the clot was discovered. The procedure was successfully completed without patient's consequence. The system did not present any error messages. No issues were related to temperature and flow on the catheter. Generator was on power control mode. The issue is MDR reportable as clot has poor adherence to catheters, it could be a potential source of embolism.